Manufacturer narrative:
(B)(4). Analysis of the pump revealed a crack on the plate of gear 2. However, the pump passed flow testing and no motor stall occurred.

Event description:
Since pump placement in 2003, the pt often felt sick, approx once a month. The pt experienced withdrawal. Symptoms included fevers, cold chills, fever, muscle spasms, vomiting, and bad headaches. The pt went to the emergency room several times due to the symptoms. The pump was tested (method not specified); nothing was wrong with it. The pt had some hcps who thought his problems were due to the pump; others stated that the pump was functioning fine. No rotor or dye study was performed. The pump was used to deliver dilaudid. The pt saw notification of a recall of the pump and wanted it explanted. The pump was also reported to be explanted due to normal battery end of service. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.